Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported burnt wires on the power supply of a fresenius 2008t hemodialysis (hd) machine. There was no reported patient involvement. The bmt was advised to replaced the power supply. The bmt stated the fan was not working as well. Upon follow-up, the bmt confirmed the reported event and stated a burning smell was noted and the machine began smoking when the machine was turned on and was immediately turned off. Per bmt the machine would not power on and upon further evaluation it was determined the power supply was not working and appeared to have burnt wires. The bmt stated the cooling fan was not working, which likely led to the power supply overheating. The bmt confirmed the smoke detectors were not triggered. The bmt reported there was no burning smell, sparks or flames observed. The power supply was noticed when attempting to power on the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patient or individual because of this malfunction. Per bmt the power supply and fan were replaced and the issue was resolved. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5.

Event description:
A user facility biomedical technician (bmt) reported burnt wires on the power supply of a fresenius 2008t hemodialysis (hd) machine. There was no reported patient involvement. The bmt was advised to replaced the power supply. The bmt stated the fan was not working as well. Upon follow-up, the bmt confirmed the reported event and stated a burning smell was noted and the machine began smoking when the machine was turned on and was immediately turned off. Per bmt the machine would not power on and upon further evaluation it was determined the power supply was not working and appeared to have burnt wires. The bmt stated the cooling fan was not working, which likely led to the power supply overheating. The bmt confirmed the smoke detectors were not triggered. The bmt reported there were no sparks or flames observed. The power supply was noticed when attempting to power on the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patient or individual because of this malfunction. Per bmt the power supply and fan were replaced and the issue was resolved. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported burnt wires on the power supply of a fresenius 2008t hemodialysis (hd) machine. There was no reported patient involvement. The bmt was advised to replaced the power supply. The bmt stated the fan was not working as well. Upon follow-up, the bmt confirmed the reported event and stated a burning smell was noted and the machine began smoking when the machine was turned on and was immediately turned off. Per bmt the machine would not power on and upon further evaluation it was determined the power supply was not working and appeared to have burnt wires. The bmt stated the cooling fan was not working, which likely led to the power supply overheating. The bmt confirmed the smoke detectors were not triggered. The bmt reported there was no burning smell, sparks or flames observed. The power supply was noticed when attempting to power on the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patient or individual because of this malfunction. Per bmt the power supply and fan were replaced and the issue was resolved. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.